Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the patient experienced pain, a greenfield filter was implanted on an unknown date. The patient has experienced a "weird pain" in the vicinity where it is implanted. An ultrasound was performed. No additional complications were reported.